Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During device analysis, the service repair technician identified that there was a gap in the adhesive area between the server plug-in (z-block) and distal end, and the adhesive around the objective lens had wear. There was no patient involvement.

Manufacturer narrative:
The date of event is unknown. A supplemental report will be submitted if provided. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is traced to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.